Event description:
It was reported that the day that the patient had a double mastectomy. Since then the right ventricular (rv) lead impedance has been undefined. During testing the high, undefined resistance was confirmed along with no capture. It was suspected that the lead was cut or fractured during the mastectomy. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead 2008 (B)(6). (B)(4).